Event description:
Approximately one month and six days post implantation, it was reported that the patient underwent an emergent controller exchange while at the site's intermediate care unit (imc). At the time of the event, the controller completely shut down and critical alarm sounded, alerting that the pump was not receiving power, at which time the site personnel attempted to reestablish power to the controller. When power to the controller could not be established, the site exchanged the patient's controller resulting in successfully restarting the pump. The device was exchanged without incident and there was no reported patient injury. The product is being returned to heartware for further analysis.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed during testing; the controller did not start up nor communicate with testing equipment. Analysis of the device revealed that the device failed to meet specifications; functional testing revealed that an internal component failed on the power board, causing an internal short circuit. The confirmed malfunction is related to the reported event. The most likely root cause is of the reported event is a faulty internal component which subsequently caused a short circuit. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.